Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Sixty-six samples and two photos of 3 ml ll syringes (part number 309657, batch 5037028) were received fully assembled and evaluated. A qualified quality representative performed a visual inspection and found that only one sample contained foreign matter inside and outside the fluid path. The reviewed photos were consistent with the observed condition. This issue is non-conforming to product specifications, and the potential root cause is linked to the assembly process. Additionally, a device history record review was completed for lot number 5037028, which showed no rejected inspections or quality issues during production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored monthly. Our business team regularly reviews the collected data to identify emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had foreign matter. The following information was provided by the initial reporter: material#: 309657, batch#: 5037028. Rcc received a complaint via email. Item: 309657. Quantity affected: 1 bx. Serial/lot number: (B)(6). Are any samples available for return? Yes. Reported issue: they found sterile syringes with mold growing inside. Customer disposition request: replacement.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.